Event description:
Reporter noted handpiece would not cut very well. Posterior capsule tore, converted to ecce to complete procedure. Required anterior vitrectomy and ac iol. Pt has endophthalmitis, required add'l surgery.